Manufacturer narrative:
An internal biomérieux investigation was performed. A comprehensive manufacturing review was conducted with identifying the root cause of the defect was the design of the wheel that applies the stitch seal to the pouch. On 16mar2017, stitch wheels with a new design were installed and the issue was resolved. Fsca 3445 - vitek® 2 - card pouch integrity was issued 19apr2017. A customer letter was distributed instructing customers on pouch inspection, testing parameters and card disposition.

Event description:
A customer from (B)(6) reported to biomérieux false resistant results in association with vitek® 2 ast-n233 (UDI #(B)(4)). The customer reported initial testing of several drugs gave resistant results and repeated tests had susceptible results. The customer stated the saline solution was changed and the dispenser was decontaminated with no improvement. The customer noticed that there are issues with ast-n233 cards from pouches with and without holes. The customer reported incorrect results were not reported to a physician but there was a delay greater than 24 hours for retesting and disk diffusion confirmation. The customer stated patient results and treatment were not affected.